Event description:
It was reported, that during a surgical procedure, the guide wire was inserted with the reposition spoon into the distal fragment. In this connection, the spoon broke and remained in the intramedullary canal. A cut was made above the fracture to remove the spoon part using a special bended wire. The procedure was completed.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.